Event description:
The customer has two gamma cameras, an irix system from philips, and an ecam system from siemens. The customer found, after performing the same study to the same patient immediately one after the other, that the image results were different. Pathology appeared on the images with the philips system that did not appear on the siemens' system. The images provided to philips for evaluation demonstrate an area of decreased activity in the temporo-parietal area of the brain for both cases reviewed. The area is present on images acquired from the philips irix system when reconstructed independently on the (B)(4) and another vendor's system.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. Internal cross reference: complaint (B)(4). Initial MDR sent on (B)(4) 2010.